Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between november 18, 2024 and july 28, 2025 revealed a decline in pacing impedance from 500 ohms to approximately 250 ohms by mid-july 2025. At the same time, shock impedance showed intermittent increases from an initial 60 ohms to 150 ohms. Additionally, the pacing threshold rose from 1.25 v to 3 v, and the sensing amplitude decreased from 15 mv to 6 mv. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the rv pacing impedance alert was sent via home monitoring. The patient was seen in clinic. Pacing impedance was too low. On the following day the pacing impedance was in range and the shock impedance out of range. The patient was booked for lead replacement. The tachy therapies were disabled.

Manufacturer narrative:
Combination product: yes.